Event description:
It was reported that the event involved a male pt while in the intensive care unit during use. The doctor inserted the intra-aortic balloon (iab) through the 9 fr sheath via left femoral artery with no issues. Approx 24 hours later there was no pressure signal in the process of normal use. As a result, the engineer did cross detection and eliminated the transducer malfunction. After the pt finished intra-aortic balloon pump (iabp) therapy, the iab was removed and the engineer checked the iabp. The engineer confirmed it was a front end printed circuit board (pcb) malfunction. The doctor reported no pt death complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy. The pt outcome is well. Additional info received on (B)(6) 2013 reported that when asked how long the wait was for the engineer to check and troubleshoot the iabp. It was stated that when the doctor stated iabp therapy the engineer was on an errand with the doctor, so there was no delay. The pt did receive iabp therapy successfully during this time. The sheath and iab were removed together as one unit successfully. The pump is back in service after the engineer replaced it with a good board. Updated info received on (B)(6) 2013 confirmed it was the ap (arterial pressure) waveform missing.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.